Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery and the back plane were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's monitors would go black. No pt injury was reported.